Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for malignant pain. The patient rep reported that for 'I guess probably a couple months,' the patient's bolus had not been working. The patient rep stated 'sometimes it's slower than other times, and most recently, he would be trying to deliver a bolus, and 20 minutes later, he was still not able to get one'. The patient rep mentioned since the patient could request boluses on their own, they did not think the patient noticed and 'don't think he reported it quickly.' The patient rep mentioned 'I think he's been sitting there a long time,' when they had seen patient wait for bolus requests to complete. The patient rep stated 'when I have paid attention, it goes to the dial and says to move it around, like it's not detecting it, but now it's not even doing that anymore,' and mentioned 'it just kinda sits there, it gets to about 78%, 70-80%, and just spins.' The patient rep mentioned the patient had been in the hospital for a month due to a brain tumor, and was in rehab right now, so they were not currently using the equipment, but they were going to get discharged next week. The patient rep mentioned 'he doesn't need it but I think he could have used it if it was working.' The patient rep mentioned their concept of time had been messed up due to patient being in the hospital and mentioned that the patient does not even know what day of the week it was due to all that is going on. The patient rep stated they called their doctor's office last tuesday, who gave them medtronic rep's phone number. Patient mentioned they spoke with medtronic representative, 'last week, probably friday or thursday,' then stated 'one day last week,' and was told to call patient service for assistance regarding possibly the data bogging down the system. The patient rep mentioned they spoke to a nurse today who told them if they could get patient's equipment working, they could discuss possibly using the boluses and/or oral medications with patient's physician. Agent assisted the patient rep in clearing data from the handset. Prior to clearing data, patient's data was 6.43 mb. Unable to troubleshoot further due to patient rep not being with patient. The patient rep would monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software; product ID tm90t0, serial# (B)(6), product type: accessory; product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.